Manufacturer narrative:
According to the customer on (B)(6), "we were numbing the subcutaneous tissue with the 30g needle and it broke off into the tissue. The dose was not complete and that the pt had to be restuck after retrieving the needle from the pts skin. The patient is doing good and there was no harm". The customer stated there was no serious injury. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 3/28, "we were numbing the subcutaneous tissue with the 30g needle and it broke off into the tissue.".